Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: nine actual samples in open package and 1 actual sample without package were received for investigation. The samples were subjected to break out and sustaining force test per test procedure (B)(4). Result showed breakout and sustaining force is within the product specification. From the returned 10 actual samples, breakout and sustaining force is within the product specification. The breakout and sustaining force of the returned samples is within the product specifications but results were reviewed and shown to be at high side of the specification. Reviewed the DHR records and machine history records indicated insufficient silicone was encountered during production. Silicone spray gun was replaced due to heater was malfunctioned at the silicone dial station. Continue to monitor the complaint trend. Actions had been taken where the silicone spray gun was replaced.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe had difficult plunger movement. Found during use. No serious injury or medical injury noted.